Event description:
When interrgating a talentia defibrillator during in the surgical room, the bluetooth connection was not activated. Another attempt with another defibrillator and a pacemaker, the bluetooth connection did not work.

Manufacturer narrative:
The analysis led to the following conclusions: the software has failed to reset the bluetooth adapter with the smartview software version 3.16. A reghost of the tablet was needed to solve the issue. This complaint is recorded for trending purposes.

Event description:
When interrgating a talentia defibrillator during in the surgical room, the bluetooth connection was not activated. Another attempt with another defibrillator and a pacemaker, the bluetooth connection did not work.